Event description:
I believe I am getting sick from covid antigen tests. I got really sick after each test that included flu-like symptoms, body aches, lost weight, couldn't eat, no appetite. I went to (B)(6) to get rapid antigen covid19 tests. Location of (B)(6) is in (B)(6) and they conducted the test outside. I had two tests done for dates (B)(6) 2021 and (B)(6) 2021 and got sick both times the day after getting the test. Before the test was completed, I did not have any covid19 symptoms and was getting the test in order to go to an event. I did not go to the physician after getting symptoms- I self managed at home. (B)(6) was the testing facility- I do not have the actual test. FDA safety report ID # (B)(4).